Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The failure was due to contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The shorted transistor was caused by the contamination. Additionally the charger was resetting and exhibited a failure at pld component u1003 and pxa component u104 on the c/a board.. The root cause for the contamination was ingress of an unknown liquid. The root cause for the u1003 and u104 failure could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.